Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump display was black and the pump was unresponsive. After charging the pump for an hour, the pump still would not turn on. Customer's blood glucose was 210 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.